Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted (B)(6) 2013.

Event description:
It was reported that the patient experienced shortness of breath and peripheral edema. A device check indicated that the left ventricular lead had lost capture. The patient was prescribed a diuretic. The lead was reprogrammed to pace along a different vector having acceptable thresholds, and remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally noted that at the time the lead had lost capture, the threshold was elevated in all vectors.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.